Event description:
Healthcare provider (hcp) encountered high residual amounts during refills. The pump was replaced. Drug delivered via the device was morphine 25mg/ml at a daily dose of 9.43mg. Patient sustained no injury and recovered without sequela.

Manufacturer narrative:
Final analysis of the device revealed no anomaly, normal device function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8731sc, serial #: (B)(4), implanted: unk, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.